Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing and removing the guide wire through the guide catheter include, but are not limited to, inner diameter of the guide catheter, outer diameter of the guide wire, buildup of procedural contaminants in the guide catheter, and/or damage to the guide catheter or guide wire. Factors that may contribute to material separation (tip) during use include, but are not limited to, interaction with patient anatomy, interaction with an accessory device, corrosion, and/or material properties. In this case, it is possible that the guide wire experienced reduced clearance with the guide catheter due to procedural contaminants or tortuous anatomy during advancement, as resistance was noted, resulting in the reported difficult to advance. Manipulation of the guide wire when met with resistance possible resulted in the reported material separation (tip). Additionally, damage to the guide wire (separated tip) possibly contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the proximal left anterior descending (plad) artery. The 014 ht versaturn f 190 guide wire (gw) was advanced to the target lesion; however, difficulty was noted with the guide catheter (gc). When a stent was placed on the gw for advancement the physician noted that the gw tip broke in 2 pieces. Therefore, the gw was removed from the patient and difficulty was noted during removal with the gc. A small amount of force had to be applied to remove the gw. There was no adverse patient effect and no clinically significant delay reported in to the procedure. A non-abbott gw was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported stretched coils were confirmed. The reported difficult to advance and difficult to remove could not be tested as it was based on operational context. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to difficulty advancing and removing the guide wire through the guide catheter include, but are not limited to, inner diameter of the guide catheter, outer diameter of the guide wire, buildup of procedural contaminants in the guide catheter, and/or damage to the guide catheter or guide wire. Factors that may contribute to stretched coils during use include, but are not limited to, interaction with patient anatomy, interaction with an accessory device, and/or material properties. In this case, it is possible that the guide wire experienced reduced clearance with the guide catheter due to procedural contaminants or tortuous anatomy during advancement, as resistance was noted, resulting in the reported difficult to advance. Manipulation of the guide wire when met with resistance possibly resulted in the reported stretched coils. Damage to the guide wire (stretched coils) possibly contributed to the reported difficult to remove; however, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling. B5 - describe event or problem. D9, h3 - device available for evaluation. H6 - medical device problem code 1562 - removed. H6 - type of investigation code 4114 - removed.

Event description:
Subsequent to the previously filed report, return device analysis found the guide wire coils were stretched distally; thus, the tip appeared wavy, but was not separated into 2 pieces. The account confirmed that the correct device was returned and that the reported tip break was actually stretched coils. No additional information was provided.